Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6) it was reported that on 01 (B)(6) 2023, a 27mm portico ng/navitor valve was successfully implanted in a patient. The patient was consciously sedated and administered heparin for procedure. It was noted that the patient had an activated clotting time (act) level of 263 seconds. It was noted during procedure via electrocardiogram, after a pre-implant dilatation, that the patient developed a left bundle branch block (lbbb) and persisted until the end of procedure. The pre-implant dilatation was performed using a 23mm non-abbott balloon catheter. The 27mm portico ng/navitor valve was re-sheathed once during procedure due to being deployed too high. Pacing of less than 120 beats per minute was used to stabilize the valve during deployment. The final non-coronary cusp implant depth was 6.8mm and the final left coronary cusp implant depth was 7.1mm. There was no difficulty experienced implanting the 27mm portico ng/navitor valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no clinically significant delay in the procedure reported. After the procedure, on the same day, the patient presented with marked desaturation due to heart failure in the context of arterial hypertension. Intravenous antihypertensive treatment was started with clevidipine and infusion of furosemide and nitroglycerin. Respiratory support with a reservoir mask was also started. The patient progressed favorably, switching to nasal prongs and a bolus of furosemide. It was also noted that the patient had reports of hallucinations, but a cranial computed tomography scan was performed and revealed no signs of hemorrhage or neurological etiology. The patient was administered azelastina. The patient was given a the cause of the lbbb is believed to be due to the implant depth of the 27mm portico ng/navitor valve. The patient did not have a prolonged hospital stay for monitoring of rhythm. The patient was discharged at the time of report, but the lbbb is ongoing.

Manufacturer narrative:
An event of device malposition, heart block (left bundle branch block/ lbbb), heart failure, and hypertension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a history of atrial fibrillation and hypertension, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 6.8mm from the non-coronary cusp, which is deeper than the optimal 3 mm depth. Additionally, it was noted that the physician believes the lbbb was due to the implant depth of the device, and the patient presented with marked desaturation due to heart failure in the context of arterial hypertension. Based on available information, a cause for the reported device malposition could not be conclusively determined. The reported heart block appears to be related to the device malposition. The reported heart failure appears to be related to patient condition (hypertension). A cause for the reported hypertension could not be conclusively determined, although it is possibly related to the patient's previous history of hypertension. There is no indication of a product quality issue with respect to manufacture, design, or labeling.